Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to recover the drawer. A technical support specialist (tss) dialed into the enterprise server application server and reviewed the affected user accounts within the system settings. The tss verified that the users were assigned to the nurse staff role and assessed the associated role permissions. The tss identified that the nurse staff role did not include the permission required to eject cubie pockets, which is necessary for recovering non communicating or duplicate storage spaces. The tss confirmed that this permission had been intentionally removed by the customer due to concerns related to cubie reinsertion behavior. Tss confirmed that an fse (field service engineer) inspected drawer 2.2 and identified a spill at the bottom of the drawer that was causing issues with the cubie pockets. The drawer was repaired and restored to normal operation. Site staff were advised to avoid drawing up medications over open drawers to prevent recurrence. The tss validated that users were still able to recover cubie storage spaces using the available permissions and confirmed system functionality. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to access the drawer 2.2 pocket c5 and customer tried to recover the storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.